Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, the patient now suffers from vaginal pain, dyspareunia and urinary tract infections. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient now suffers from vaginal pain, dyspareunia and urinary tract infections. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Updated from the attorney's contact information to the physician's.